Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the electrode belt wires. Rash was described as red and purple with broken skin. Nurse reports patient has been bedridden in the hospital due to a hematoma unrelated to the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse placed a mediplex dressing between the cords and skin. Follow up indicated that the irritation is improving.